Manufacturer narrative:
H10: it was reported that there was no patient involvement when the issue occurred. No patient or user harm reported. A follow up was performed with the service engineer (se), and it was reported that the 1102 had confirmed during the evaluation/repair of the device. The se reported that the speaker assembly was replaced to resolve the issue.

Manufacturer narrative:
H10: an additional follow up was performed, and the customer clarified that the user interface (ui) assembly, and speaker assembly were replaced to resolve the issue.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator error code 1102 (post) check vent: primary alarm failed). It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The suspected speakers were returned to philips for failure investigation. The technician reported the following conclusion/root cause for the first speaker; the product investigation lab (pil) has verified by a temporary install of the suspect speaker into the pil standard test bed (stb) that there was no repeat of 1102 diagnostic code during the stb operation. In addition, the pil tech verified that the speaker does emit a distinct audible alarm during induced alarm conditions and the speaker passes all resistance testing of the voice coil and associated wires of the speaker. The suspect speaker¿s accusation has resulted in no problem found.